Manufacturer narrative:
D1 updated in prior supplemental report. Investigation summary: device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical details. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella 5.5 was inserted via the right subclavian/axillary artery in a 59-year-old male presenting with cardiomyopathy and acute decompensated heart failure. The patient had a chronic history of renal insufficiency. Pre-implant left ventricular ejection fraction was 15%, and the starting activated clotting time was 226 seconds. The patient was in scai stage e cardiogenic shock and required inotropes, vasopressors, and ventilator support for respiratory failure. The purge solution consisted of d5w with 25 meq sodium bicarbonate. Following device placement, the patient developed sustained ventricular tachycardia. The care team delivered a single 200-joule defibrillation, after which the patient converted to sinus tachycardia. Hemodynamics remained stable throughout the rhythm disturbance. Bedside point-of-care ultrasound performed by the heart failure attending indicated that the pump appeared positioned deep within the left ventricle following axillary cutdown closure. The device was repositioned from 51.5 cm to 49.5 cm. No additional rhythm disturbances were reported after repositioning. The care team also noted hypokalemia, and electrolyte replacement was initiated. Epinephrine infusion was discontinued and norepinephrine was initiated. Ventricular tachycardia in the setting of severe left ventricular dysfunction, scai stage e cardiogenic shock, inotrope and vasopressor exposure, and electrolyte abnormalities represents a known clinical risk in this critically ill population. Device repositioning is an anticipated management step and is addressed within the instructions for use. Based on the available information, the reported events are consistent with the patient¿s underlying critical illness and procedural risk profile. The patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D6b updated. The investigation is still ongoing.